Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in hospital due to syncopal episodes. Upon interrogation, the ventricular lead exhibited loss of capture and intermittent loss of sensing. The patient had metabolic issues, the physician believed this could have contributed to the event. The lead remained implanted.